Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the patient had fluids in the heart. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient reported via social media that the patient had to return to the hospital due to fluids in the heart.